Event description:
Customer reported no video on monitor only white blocks.

Manufacturer narrative:
The service rep performed troubleshooting after testing all cable connections removed cine board and got some video to come back still not normal. Removed ip board to get part number, after installing both boards back in unit video returned to normal. Tested unit extensively with no errors. It is possible that ip board needed to be reseated, will order boards for tomorrow in case problem returns. Customer called today and reported problem had returned. Installed new cine board no fix. Installed ip board no fix. Replaced system interface board, unit working normally. Tested unit extensively for proper operation.